Event description:
Distributor requested repair of an ambulatory infusion pump due to "beeps followed by high pressure" alarm. No patient details were provided.

Manufacturer narrative:
One cadd® cadd-legacy 1 pump was returned for analysis. The customer's reported problem was "beeps and followed by high pressure". Visual inspection revealed pump to be damaged with a cracked front and rear housing. Inspection of the pump's event log revealed no evidence of customer's reported problem. No issues were found with the device alarming "high pressure". The device was tested 3 times and all 3 times passed within the internal specification. However, the downstream sensor was replaced as a preventative measure. What caused the reported problem is unknown as the problem could not be duplicated. Who caused the reported problem is unknown as the problem could not be duplicated. The device history record (DHR) was reviewed and found to be in compliance. No manufacturing or testing issues were found in the DHR.

Manufacturer narrative:
One infusion pumo was returned for evaluation. Physical inspection of the pump was noted to be damaged, with cracked front and rear housing. There was no evidence of the reported complaint in the event history log. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The device was tested three times and passed within manufacturer's specification. The reported complaint was not verified. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.